Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. Customer¿s blood glucose level was not impacted. The customer reverted to an alternate method in insulin therapy.